Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Pseudomonas was detected at the routine microbiological testing by the user facility. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The subject device was returned to olympus france.(ofr). In the evaluation of ofr the following was confirmed; -bending section rubber glue lifted omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, bactéries gram positif (1 ufc/endoscope) and staphylocoques à coagulase négative (2 ufc/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes (>250 cfu) were detected from the sample collected from the instrument channel of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.